Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the cardiac resynchronization therapy defibrillator (crt-d) with the right ventricular (rv) lead exhibited high out-of-range (oor) shock lead impedance measurements. High oor measurements were observed with the arm movement. A health care professional (hcp) stated that threshold measurements and pacing impedance measurement have been stable. Further, an x-ray was recommended to assess the lead. Attempts to obtain an additional information were unsuccessful. The system remains in service. No adverse patient effects were reported.

Event description:
Additional information was received indicating this cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) lead continued to exhibit additional high out of range shock impedance measurements. A synchronous 1.1 joule shock was delivered to test the system and the shock impedance was 76 ohms. The system remains in service. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Additional information was received indicating this implantable defibrillation lead was later surgically abandoned. A subcutaneous implantable cardioverter defibrillator (s-ICD) system was implanted along with a concomitant pacemaker. No additional adverse patient effects were reported.